Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was shutting off. When the battery was replaced, the insulin pump powered on but had to be completely programmed. Customer's blood glucose level was high. Their blood glucose level was 19 mmol/l. The customer treated their high blood glucose level with manual injections. The display returned after troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.